Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : e1 ( event site email ). Due to character restriction in block e1. E1 event site email is (B)(6).

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the fse that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Unit failed membrane leak test. There was no patient involvement reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6) correction field: h6(component codes) updated field: b4, b6, b7, d5, d10, e1(initial reporter, email), e2, e3, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit. The fse replaced the safety disk and performed the pim leak test and the unit is now passing with no issues. The fse performed a full pm per manufacture specifications. The product passed all functional and safety tests per manufacturer specifications unit has passed all test and calibrations and was cleared for clinical use.

Event description:
N/a